Manufacturer narrative:
The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume elastomeric devices under-infused. This occurred during patient use. The devices contained flucloxacillin 8g, citrate buffer, and sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.